Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that two separate outages last night and this morning between 8:15am and 8:30am. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The remote service engineer spoke with the customer and confirmed that this was a customer issue was related to the customer power outages and was not related to a philips product malfunction. Based on the information available and the testing conducted, the cause of the reported problem is customer power outage. The reported problem was not confirmed. After further review this complaint is not a reportable event with philips due to when "a malfunction of the ups or power supply may be associated with a shutdown of the device. The shutdown of the device would be associated with obvious indicators that monitoring is no longer occurring. At that time, alternate means of monitoring would be implemented as warranted. During this timeframe, any bedside devices in use would continue to provide primary patient monitoring and would display a ""no central monitoring"" inop message. Mx40 devices in use would activate their displays and provide local monitoring and would display a ""no central monit"" inop message. M4841a devices in use would beep upon loss of communication with the central."